Manufacturer narrative:
The peritonitis occurred on an unspecified date "from (B)(6) 2020". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "repeated" peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug infusion (dose, duration and frequency were not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was continued during the treatment and was withdrawn at the time of this report. No additional information is available as the reporter declined follow up.